Manufacturer narrative:
Date sent to the FDA: 10/14/2021. Additional information was requested, and the following was obtained: product name, product code and/or product lot number?- after investigation, the specific involved silk braided non-absorbable suture model was sa845g. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 10/14/2021. Corrected information: d1, d2a, d2b, d4, g4.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure please clarify the date/procedure that the ethicon, inc. Suture was used on this patient. Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Onset date/time of the incision erythema, inflammation and pain from the initial procedure? Was surgical intervention performed due to the incision erythema, inflammation and pain? If so, please provide dates and findings. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? Product name, product code and/or product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2021 due to rupture of the left cruciate ligament of the knee and suture was used. On (B)(6) 2021, the patient was hospitalized due to incision erythema and inflammation with pain. On (B)(6) 2021, the patient complained of incision pain, and was given symptomatic treatment with antibiotics-plus dexamethasone. On (B)(6) 2021, the patient was hospitalized to complete relevant examinations, and underwent anterior and posterior cruciate ligament reconstruction of the left knee under anesthesia. The patient was discharged with acceptable general wound healing condition. Additional information was requested.